Manufacturer narrative:
(B)(4). Concomitant products: 161468, oxf twin-peg cmntd fem sm PMA, 332030 159541, oxf anat brg lt sm size 4 PMA, 577060. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00976, 3002806535 - 2017 - 00978. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to unknown reasons. There were no complications or delays reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.